Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer¿s caregiver reported that ketone readings could not be obtained on the customer¿s adc freestyle libre reader, due to the meter turning on with button press, but not with test strip insertion. It was further reported the customer experienced symptoms described as ¿regular heartbeat confusions¿ sweating, seizure, and a loss of consciousness. The customer was taken to a hospital where she received unspecified treatment for the diagnosis of diabetics ketoacidosis (dka) and diabetic coma. No further information was reported. There was no report of death or permanent injury associated with this event.